Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) did not receive shock therapy for their ventricular fibrillation (vf). It was noted that the patient had low intrinsic amplitudes in the right ventricle. As a result, an additional non-boston scientific lead was placed for a dual system. Additionally, it was reported that this patient received two inappropriate shocks due to intermittent oversensing of the patient's elevated heart rate during physical activity. Technical services (ts) recommended programming changes. It was noted that the patient will continue to be monitored. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) did not receive shock therapy for their ventricular fibrillation (vf). It was noted that the patient had low intrinsic amplitudes in the right ventricle. As a result, an additional non-boston scientific lead was placed for a dual system. Additionally, it was reported that this patient received two inappropriate shocks due to intermittent oversensing of the patient's elevated heart rate during physical activity. Technical services (ts) recommended programming changes. It was noted that the patient will continue to be monitored. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that this device was explanted and replaced, as programming changes were not successful. No additional adverse patient effects were reported. This ICD has returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced. If pertinent information is provided in the future, a supplemental report will be submitted.